Event description:
It was reported by the nurse the patient was scheduled for replacement surgery due to high impedance that was observed. It was later noted that dcdc = 7 was observed, which is consistent with high impedance. The patient later underwent full revision surgery on (B)(6) 2016. The lead impedance after replacement read as 1780 ohms, which is within normal limits. It was noted the lead and the generator were discarded after explant and device analysis will be unable to be performed.